Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead was oversensing and the device was programmed to vvi50. The lead was programming atrial sensing off. Patient came back to clinic with symptoms and it was found that when atrial sensitivity to off if automatically changed the mode to vvir and the patient was having some pacemaker syndrome with rate responsive pacing. The mode was set back to vvi 50 and tested; mode did not change to vvir. The implantable pulse generator (ipg) and lead remain in use. No patient complications have been reported as a result of this event.